Manufacturer narrative:
He agent reported (it broke in the glenoid baseplate, that was in the patient.). This event occurred during surgery, near the patient. Significant adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the instrument was returned to djo and after further examination, the glenoid baseplate screw is stuck in a slant position. A review of s-201106 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed 7 previous complaints but there were no indications that this instrument has a design or material deficiency. S303 - broke/cracked/damaged, 7. The root cause of this complaint is likely due to forceful use and not aligning the threads of the screw with the guide causing the screw to become stuck. This is not an event associated with a product failure, malfunction, or issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to instrument broke in the glenoid baseplate, that was in the patient.